Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. (B)(4) had the patient close the clamps and transfer set to cycle power twice and clear the error. (B)(4) explained that a large amount of air had entered into the disposable set. The patient explained there were no leaks, no disconnected supply bags and no spare lines in use. (B)(4) then helped the patient end therapy and advised them to discard the supplies and report the error to their nurse in the morning. (B)(4) contacted the patient's nurse who explained the patient was able to continue performing therapy without any complications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.